Manufacturer narrative:
Reported event: an event regarding hematoma post tka involving a triathlon insert was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as no product was not returned for evaluation. Medical records received and evaluation: not performed as no medical records were provided. Device history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the reported lot referenced. Conclusion: it is reported that the patient had hematoma post tka. The exact cause of the event could not be determined as insufficient information was provided. Further information such as product return, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. The following devices were also listed in this report: triathlon cr fem comp #2 l-cem; cat#5510f201; lot#bed7l. Triathlon prim cem fxd bplt #2; cat#5520b200; lot#ddl6d. Triathlon symmetric x3 patella; cat#5550-g-319; lot#0pl6. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
As reported: patient underwent left total knee replacement (B)(6) 2018. Then patient had a left revision knee arthroplasty, polyethylene liner exchange and irrigation and debridement of the hematoma (B)(6) 2018.